Manufacturer narrative:
(B)(4).

Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had received a system error 2240 (air in set) alarm on a homechoice (hc) machine during dwell one of five. The hp was connected at the time of the alarm. There was nothing found with the setup during troubleshooting that would cause or contribute to the alarm. The technical service representative (tsr) explained that air had entered the setup. The hp was to start over with new supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was reported to be available but has not yet been received. Should the device be received or additional relevant information become available, a supplemental report will be submitted.